Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify compromised force sensor system alarm due to motor error alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the drive support cap was flush and the plastic that locks the reservoir was broken. Blood glucose level at the time of the incident was 250 mg/dl and treated with manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.